Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple altitude alarms occurred while the customer was not outside of the labeled operating altitude range. Reportedly, the customer reverted to an alternate method of insulin therapy. The customer's blood glucose level ranged from 83 mg/dl to 200 mg/dl.